Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The device was not returned. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d,g UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert02) in an arctic sun device. The nurse disconnected and reconnected pads prior to paging me. Flow rate (fr) was 0.5lpm at the time of returned call. Guided to system diagnostics showed that the system hours were 3933, hours were 3808, inlet pressure (ip) was -2.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected tubing using proper technique and adjusted tubing with no change in values. Tried new device (dygqal011). Device primed and stopped. Stopped therapy, drained and disconnected pad, and attached new pad to dygqal011, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 46 percentage, flow rate (fr) was 1.5lpm. Advised they hold onto this pad for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert02) in an arctic sun device. The nurse disconnected and reconnected pads prior to paging me. Flow rate (fr) was 0.5lpm at the time of returned call. Guided to system diagnostics showed that the system hours were 3933, hours were 3808, inlet pressure (ip) was -2.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected tubing using proper technique and adjusted tubing with no change in values. Tried new device ((B)(6). Device prime (B)(6) and stopped. Stopped therapy, drained and disconnected pad, and attached new pad to (B)(6), inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 46 percentage, flow rate (fr) was 1.5lpm. Advised they hold onto this pad for investigation.